Event description:
It was reported that on (B)(6) 2023, a 12f trevisio delivery system was selected to implant a 32 mm amplatzer septal occluder. During the procedure, the device was completely released from the cable while not intended, deploying the device prematurely in the left atrium. It needed to be snared and removed from the patient. The physician alleged that over torqueing of the delivery catheter to set the septal occluder into position caused the delivery cable to unscrew from the device prematurely. There was no device implanted. The patient is stable

Manufacturer narrative:
Additional information: g3, g6, h2, h6, h10. An event of a device detaching from a delivery cable and deploying prematurely in the left atrium was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. Information from field indicated that the physician believed that over torqueing of the delivery catheter to set the septal occluder into position caused the delivery cable to unscrew from the device prematurely. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Na.